Event description:
The customer stated that she tested her blood glucose and rec'd a high result. While troubleshooting, she performed control tests and rec'd results of 188 and 250 mg/dl. The normal control range was 96-133 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for eval, and replacement products will be sent.